Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 26-apr-2023. H6: investigation summary: customer returned one shelf carton from lot# 2006761 with (10) 0.3ml x 31g x 8mm syringes inside. Customer reported that, I have noticed that the syringes do not have a perfect alignment of the dosing grid, which results in an increase of 1/2 unit, if not ,1 of the dose needed. The returned syringes were visually examined and observed no issues. The syringe was inspected via gauge to ensure correct placement of the graduation markings and observed the return samples found to be within permitted specifications. Functionality test was performed and observed no issues. No damage to the needles of any kind was observed and all functioned as intended. Hence, the reported issue could not be confirmed based on the samples return for investigation. A review of the device history record was completed for batch # 2006761 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the sample received, embecta was not able to confirm the customer indicated failure. The root cause could not be determined because the issue could not be confirmed. H3 other text : see h10.

Event description:
It was reported that the bd micro-fine¿+ insulin syringe was difficult to operate due to a misaligned scale. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter, translated from italian: "I wanted to inform you that lately I have noticed that the syringes do not have a perfect alignment of the dosing grid, which results in an increase of 1/2 unit, if not ,1 of the dose needed. Out of a box of 30 pcs 1/3 turn out, for me, to be unfit."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd micro-fine¿+ insulin syringe was difficult to operate due to a misaligned scale. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter, translated from italian: "I wanted to inform you that lately I have noticed that the syringes do not have a perfect alignment of the dosing grid, which results in an increase of 1/2 unit, if not ,1 of the dose needed. Out of a box of 30 pcs 1/3 turn out, for me, to be unfit."